Event description:
It was reported that the total care bed displayed the visual bed exit alert on its graphical screen but did not enunciate with an audible alert when the 78-year-old patient exited the bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
It was reported that the total care bed displayed the visual bed exit alert on its graphical screen but did not enunciate with an audible alert when the 78-year-old patient exited the bed. The customer reported that the patient fell, 'hit her head and suffered a hematoma.' No additional injury information was provided. Multiple attempts to obtain additional details of the event have been unsuccessful. Of note, the customer reported that a nurse call communication cable was not connected to the bed at the time of the event. The total care® bed system is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure injury; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The total care® bed system is intended to provide a patient support to be used in health care environments. The total care® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acute subacute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The total care® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The total care bed is equipped with a sidecom communication system which is intended to assist clinical staff by relaying bed data (bed exit alert, patient call) to a hospital communication system via the use of a nurse call communication cable. The bed¿s exit detection feature (bed exit alarm) allows the user to monitor the patient¿s position related to the bed (patient position, exiting, out of bed). The device instructions for use (IFU) states 'when the bed exit alert system is armed and it detects and alert condition for the bed exit mode setting, and audible alert comes on, the alert silence control indicator flashes, and a priority nurse call is sent to the nurse¿s station (for beds equipped and connected to a nurse call communication system).' As previously stated, the customer reported that the communication cable was not connected to the bed at the time of this event, thus enabling any communication between the bed and the nurse call system. The user has the option to suspend the bed 's exit alarm at the bedside as noted in the device IFU 'the bed's exit alarm can be suspended from 1-30 minutes.' In doing so, the bed provides a visible warning on the graphical caregiver interface stating 'bed exit monitoring is inactive and will not automatically resume for (caregiver's designated minutes)' in which the caregiver must acknowledge. An inspection of the bed performed by a baxter service technician found the bed and its components to be functioning properly, noting that 'the alarm sound does come on when weight is removed from bed' indicating the customer possibly turned off the bed¿s exit audible indication or that the bed's exit alarm was not in use at the time of this event. In this event, the patient was reported to have fallen, hit her head and sustained a hematoma (of unknown location and severity). The initial details provided suggest that the patient likely sustained a hematoma on the head. The forehead and scalp have a large blood supply. Injury to these areas often results in bleeding under the skin. When the bleeding is in just one area, it causes bruising and swelling, known as a hematoma. A hematoma on the head following a fall may also indicate that a subdural or intracranial hematoma occurred, each of which is considered a medical emergency. Based on the patient¿s age (78) and the report of the patient striking her head as a result of the fall, it is likely the patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. Multiple attempts have been made to obtain additional information regarding exact injury and any medical or surgical intervention required, however, no further details have been provided. The cause of the bed's exit alert not to enunciate at the primary location (bedside) is unknown. Additionally, the, customer reported that the nurse call cable was not connected at the time of the event therefore preventing enunciation at the secondary location (nurse call main console). However, the inspection ruled out a malfunction, thus, use error cannot be ruled out. Should additional information be received, the complaint will be reassessed.